Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown. Unknown, unknown shell, unknown. Unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05402. Reported event was confirmed by x rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised approximately 28 years post implantation due to periprosthetic traverse femur fracture. Just distal to end of the implanted stem was fractured. Attempts have been made and additional information on the reported event is unavailable.